Event description:
Reportedly, vega lead was implanted on (B)(6) 2024, and one-day post implantation a ventricular threshold increased was noted. The physician repositioned the lead on (B)(6) 2024.

Manufacturer narrative:
Investigation summary: review of manufacturing process showed that the subject lead was released following all applicable procedures. The reported loss of ventricular capture was attributed to lead dislodgement but could not be confirmed with certainty since no x-rays were available. The lead is currently functioning appropriately following repositioning, suggesting that no malfunction is present. Lead dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, vega lead was implanted on (B)(6) 2024-, and one-day post implantation a ventricular threshold increased was noted. The physician repositioned the lead on (B)(6) 2024.